Manufacturer narrative:
Investigation results indicate that that the markings on the front of the blade suggest that the hand piece was pushed forward while the blade was in use. The impaction marks on the edges of the blade suggest that the blade was in contact with the cut guide, both of these factors could have contributed to the blade breaking. The IFU for the associated handpieces for use with this blade contains the following warning; "do not apply excessive pressure, such as bending or prying, with a cutting accessory to prevent fracturing the accessory." The quality investigation is complete.

Event description:
It was reported that during a knee arthorplasty procedure, the blade broke at the mount. It was also reported that an x-ray was taken to ensure the broken pieces were not left behind in the patient. It was further reported there was a 5 to 10 minute delay as a result of this event, there was additional general anesthesia due to the delay. It was also reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a knee arthroplasty procedure, the blade broke at the mount. It was also reported that an x-ray was taken to ensure the broken pieces were not left behind in the patient. It was further reported, there was a 5 to 10 minute delay as a result of this event, there was additional general anesthesia due to the delay. It was also reported that there were no adverse consequences and the procedure was completed successfully.